Manufacturer narrative:
No product will be returned for evaluation.

Event description:
While on an educational call, the patient mentioned she had a low blood glucose reading this morning of 55 mg/dl with her normal morning reading being 100-110 mg/dl. She stated her symptoms were frequent urination and confusion. She stated she had a friend come over and stay with her as she was "out of it." She stated she corrected her blood glucose levels by drinking a glass of orange juice. On follow-up, the patient stated her blood glucose levels have returned to normal. Further troubleshooting did not find any product issues. The patient stated she has had a change in medication for the last week as she is scheduled to have surgery. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.